Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other bmw guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the percutaneous coronary interventional procedure was to treat a mildly tortuous and moderately calcified lesion in the mid circumflex artery. After pre-dilatation, the non-abbott balloon dilatation catheter (bdc) was unable to be removed. The bdc was trapped on the step in the connection zone after the barecoils of the bmw guidewire. The bdc and guidewire were able to be removed together. The lesion was pre-dilated again with another bdc and was unable to be removed as the bdc became trapped with the second bmw guidewire. The bdc and guidewire were removed together. A non-abbott guidewire was successfully used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was unable to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Factors that may contribute to difficult to remove and cause resistance between devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood and contrast, or damage to the distal shaft of the balloon dilatation catheter. In this case, it is possible that the condition of the non-abbott balloon dilatation catheter/ interactions with the non-abbott balloon dilatation catheter and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Manipulation of the device likely resulted in the noted stretched tip coils and multiple bends in the shaping ribbon. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.